Manufacturer narrative:
(B)(4). The device was manufactured december 7, 2016 ¿ december 8, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. The reporter stated that the device had been filled with 40ml of deferoxamine. The device was found to be leaking from an unspecified location. There was no patient involvement. No additional information is available.